Event description:
The pmta applicator was inserted intercostally through the intercostal cartilage. First treatment was at 180w for 3 minutes stopped by a power trip. Applicator pulled back by 15 mm followed by another treatment which also stopped. Applicator was removed and the ceramic tip had completely dislodged from the shaft. Second applicator inserted and treatment was completed successfully.